Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the contact was unable to get all of the air out of the cartridge during fill tubing. The user's blood glucose levels were fluctuating; however, the exact values were not provided.

Manufacturer narrative:
No cartridges returned for evaluation.